Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections including resetting and clearing the system's error logs.